Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse did not perform another battery test due to battery being due for replacement as of (B)(6) 2018. The battery had already expired and it was recommended to be replaced. The fse replaced the battery and rest the battery maintenance date. The iabp was fully tested for functionality, performance, calibration and safety test. The iabp was released to the customer for medical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a battery maintenance alarm. The facility¿s biomedical engineer ran a battery run-time test, and the batteries failed. There was no patient involvement and no adverse event was reported.